Event description:
Boston scientific received information that during a routine follow-up appointment, the impedance measurements on the right ventricular lead were greater than 2000 ohms. The lead was confirmed to be broken in half due to constant device and lead manipulation by the patient. As a result, the lead was explanted. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was confirmed to be fractured at 245 mm from the terminal pin.